Manufacturer narrative:
Complete event site name: (B)(6). The product was returned with the membrane completely unfolded and blood on the exterior, and between the catheter, and the sheath. The returned sheath was over the catheter, and covering half of the balloon. Two kinks were found on the catheter tubing approximately 32.8cm, and 75.9cm from the iab tip. The optical fiber was found to be broken within the within the membrane approximately 14.7cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm and message. The customer converted to using the fluid lumen to monitor the arterial waveform. There was no patient harm, or adverse event reported.